Event description:
This is being submitted following a retrospective complaint review. During a left knee arthroscopy and excision of foreign body, extravasation occurred. The extravasation extended from the knee to upper thigh and scrotum. Pt's length of stay extended by over night stay. Urology consult ordered. Pt treated with heat to scrotum and ice to left extremity.